Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.additional contact information:larisa trigoluxe aesthetics and wellness308 e main street, ste ausa.

Event description:
The event involved a safety IV cath z5 20g 25mm/1in, and it was reported that as user removed the needle, bleeding occurred with the catheter. There was patient involvement, and no reported harm.